Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to heart palpitations. The device system was interrogated which revealed right atrial (ra) lead undersensing during atrial arrythmias. The lead remains in use. No further patient complications have been reported as a result of this event.